Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) was replaced and leads were added. The patient was doing well postoperatively and the explanted device was kept by the medical facility.